Event description:
Silicone breast augmentation (B)(6) 2016. Debilitating migraines started shortly after. Developed skin conditions, memory loss, difficulty focusing, decline in vision, black floaters in vision, decline in muscle strength, decline in energy, insomnia, fatigue, chest, back, and neck pain, joint pain, digestive issues, kidney pain.